Event description:
During a pulmonary vein isolation (pvi) procedure for the treatment of atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath and catheter were prepared, including flushing of both components. Upon insertion of the catheter into the sheath, a significant amount of air was immediately observed within the system. An unusually large volume of air was able to be aspirated, and the air appeared to originate from the faradrive sheath itself. Air was visible along the shaft of the sheath during catheter introduction. As a precaution, both the sheath and the catheter were replaced. The procedure was subsequently completed successfully using replacement devices. The entrapped air was aspirated without difficulty, no patient complication and the patient recovered fully.